Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during preparation of a stenting treatment procedure, a shaft break occurred. The target lesion was located in the left anterior descending artery. The physician removed the ion mr 12 mm x 3.50 mm stent delivery system from the protective hoop and shaft break was noted. It was reported that the location of the detachment was on a portion of the shaft that would never enter the patient. No patient complications were reported however, returned analysis revealed a shaft break on a portion on the device that enters the patient.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the balloon was tightly folded with the stent secured on the balloon. The shaft was separated/detached 25 cm from the distal tip. The material of the separated ends was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage, as the event occurred prior to patient contact (B)(4).